Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (1mg/ml at 0.0825 mg/day) and clonidine (800 mcg/ml at an unknown dose) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient complained that the pump was not giving her as much relief as it used to. She did not notice a difference when using the personal therapy manager (ptm) either. She was scheduled for a dye study on (B)(6) 2019. The dye study showed dye "building up around the pump." The patient was scheduled for a catheter revision on (B)(6) 2019. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.